Event description:
A malfunction was reported with a pump, identified by malf 16 and fault ID 0x2280, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the malfunctioning pump, ensuring the new pump included updated software. The customer was instructed to use a backup insulin pump temporarily and agreed to return the faulty pump using a provided return box and pre-paid label. The replacement pump required reprogramming of settings and connection to the customer's cgm, and the customer understood all instructions and acknowledged them.